Event description:
It was reported that during a knee procedure, an error message appeared that said, "infrared lamp on camera not operating properly may restrict field of review." The rep pressed ok and continued with the case. At the end of the case, after exiting the case, another message appeared that said, "navio has detected problems with the tracking system. Full navio functionality will remain unavailable until this issue is resolved. Please contact robotics customer support to resolve this issue." There was no surgical delay or patient injury reported. Per investigation, the first error is related to an illuminator hardware fault and the second is because if "quit" is selected instead of "dismiss" error will show.

Manufacturer narrative:
H10: h3, h6: the device was used in treatment and the user found that an error message appeared that said, "infrared lamp on camera not operating properly may restrict field of review." The error was dismissed and the case was continued. At the end of the case, after exiting the case, another message appeared that said, "navio has detected problems with the tracking system. Full navio functionality will remain unavailable until this issue is resolved. Please contact robotics customer support to resolve this issue." DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The investigation confirmed there was a relationship established between the reported event and the device. The device was returned and investigated for initial investigation. The returned camera was connected to the system and there was an error saying that the "camera infrared lamp is not working properly" and the orange light on the camera turned on. The warning message is displayed when the system detects the error from the camera. The camera was sent back to the OEM for service. The malfunction is most probably due to supplier / raw material fault. The second error was a result of quitting the case from the warning box for the first error. If "quit" is selected instead of "dismiss", then the error that was reported will show. This is expected behavior. The malfunction is most probably due to supplier / raw material fault. No containment or corrective actions are recommended at this time.